Event description:
Spontaneous call from patient stating that she keeps getting no disposable alarm with both of her pump. Advised patient to try to place a new cassette. New cassette was working fine and pump shows running. Patient does not have product expiration date or serial number for that defective cassette. Both pumps functioning properly, no need to send a replacement. Confirmed no side effects, injuries or discontinuation in therapy. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we replace the cassette? No. Did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.